Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician was planning to explant and exchange the lens due to z-syndrome. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
It was reported that the right eye affected. The z-syndrome was observed 5 months post lens implant. Lens was exchanged for a standard iol of a different model. Patient is doing fine with ucva of 20/25.